Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system failed registration multiple times. They tried adding other fiducials which failed. The removed the fiducials and tried to register from scratch. The patient was prone and in pins. Navigation was aborted causing a 30 minute delay in the procedure. There was no impact on patient outcome.